Event description:
It was reported that q-syte closed luer access device was clogged. This occurred on 3 occasions. The following information was provided by the initial reporter: when the valve was inserted, it was impossible to administer the drugs, clogging it. When the device was removed, it was possible to infuse the medications. Clog of the material when it was attempted to administer the medication in one patient. 3 units of the material have been collected with the same issue and are contaminated. Customer couldn't confirm if all three units are from same batch, but she believes they are, because the only has 1 package for 3 units.

Manufacturer narrative:
Investigation: our quality engineer inspected the photograph submitted for evaluation. The photo displayed three q-syte units within a plastic bag. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical samples. A device history record review showed no non-conformances associated with this issue during the production of batch 0268042.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0268042. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-10-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter fax#: (B)(6). Initial reporter email address: (B)(6). Initial reporter address 2: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device was clogged. This occurred on 3 occasions. The following information was provided by the initial reporter: when the valve was inserted, it was impossible to administer the drugs, clogging it. When the device was removed, it was possible to infuse the medications. Clog of the material when it was attempted to administer the medication in one patient. 3 units of the material have been collected with the same issue and are contaminated. Customer couldn't confirm if all three units are from same batch, but she believes they are, because the only has 1 package for 3 units.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-17. Investigation summary: after initially performing a photo only investigation, physical samples were received. Our quality engineer inspected the samples submitted for evaluation. Bd received three used units. Visual inspection did not find any damage to the returned units. The units were then tested for flow rate. All units were found to be within specification. Bd was unable to confirm the reported defect with the returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that q-syte closed luer access device was clogged. This occurred on 3 occasions. The following information was provided by the initial reporter: when the valve was inserted, it was impossible to administer the drugs, clogging it. When the device was removed, it was possible to infuse the medications. Clog of the material when it was attempted to administer the medication in one patient. 3 units of the material have been collected with the same issue and are contaminated. Customer couldn't confirm if all three units are from same batch, but she believes they are, because the only has 1 package for 3 units.